Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from its manufacture date of 11dec2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report that drawers were off bus was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the drawers: verified issue; drawers 4.1 and 4.2 and drawer 6 on the auxiliary cabinet were not detected on bus observed a cut with black marks on pyxibus cable, swapped cable. Diagnostic testing was able to open and close each of the drawer's visual inspection of the pyxibus cable observed burn and cut/scrape markings along an area on the cable; wires were exposed along the burn area testing confirmed exposed wires along the cable.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ 4000, the drawer full height 6 and half height 4.1 and 4.2 were off the bus. As per part investigation, it was determined that there was thermal damage of burn and cut marking observed on pyxibus cable. There were no adverse events or injuries reported based on this incident.